Event description:
It was reported that while transporting a pt supported by a quadrox-ID oxygenator, one of the water ports broke off during transport. The device was replaced. The date of event is not known, since this took place several years ago. (B)(4). MFR ref # 8010762-2015-00292.